Event description:
It was reported that a large volume infusor had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from april 4, 2014-april 5, 2014. The device was evaluated at the compounding facility. Visual inspection noted a white particulate matter floating inside. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.